Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has a blood glucose level of 40 mg/dl with shakiness. Troubleshooting with customer support found when battery is removed from the pump for less than 24 hours, the pump resets to the factory default time/date settings. The patient was advised to discontinue use of the pump, and the pump will be replaced. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed the time and date reset when the battery was removed for 6 hours. Unable to verify a time/date reset to the default setting in the black box. A manual time/date change was observed in the black box from (B)(6) 2014 12:03 to (B)(6) 2014 12:03.. Pump was exercised for 24hrs to ensure the internal battery was fully charged. After 24hrs the battery was removed for 6hrs. The bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Tdd¿s add up correct and reflect the users programmed basal rate. A delivery accuracy test was successfully completed/ pump found to be delivering accurately and within required range . The pump cover was removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.